Manufacturer narrative:
Pump received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It is reported that the customer had high blood glucose levels of 317 mg/dl. The customer reported corrosion to the top of the reservoir compartment of the insulin pump. The customer further reported that the corrosion started from a crack in the case of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.